Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptoms of respiratory tract irritation and respiratory failure. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/07/2025. The device was returned to the service center for evaluation. During the evaluation of the device, the service center internally/ externally inspected the device and no faults had been observed. The device passed all tests and scratches on lcd screen. Additionally the device was scrapped. The following correction has been updated in this report. Section "model number", "catalog item identifier", "product UDI" in box d has been updated/corrected. Section g3 and h6 have been updated in this follow up report.